Manufacturer narrative:
Additional information : the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. All components were correctly placed and according to specifications. Functional testing was also performed including priming, clear passage testing, and pressure testing. The returned device was functionally testing with satisfactory results and flowed normally with no defects observed. The unit was determined to be conformation product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The lot number was reported as "085412091822" which is not a valid baxter lot number. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link non-dehp y-type microbore catheter extension set would not flow. It was further reported "there was a piece of plastic that was blocking the pathway and inhibiting the flow of medication". This issue was identified during an unspecified patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.